Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by ecp on behalf of consumer stating that she was initially using contact lenses of different brand, which caused symptoms in both eyes which was worse in right eye when compared to left eye and later the symptoms was worse in the left eye and later switched to the complaint contact lenses which was fine initially but later resulted in eyes red and irritation. Later during use of contact lenses at second instance resulted in both eyes soreness, redness, light sensitivity and also suspected of microbial keratitis due to contact lens wear. Consumer was sent with referral to eye care center but later decided they wanted to go to other eye care center instead. Consumer was advised no contact lens wear as of immediate effect and to use hyaluronic acid and dexpanthenol eye drops hourly until appointment and was also advised to bring contact lenses and case during appointment. During the appointment it was confirmed from the doctor confirmed condition of her eyes due to contact lenses and was prescribed use ofloxacin (0.3% w/v) eye drops and propamidine isethionate 1mg/ml antibiotic eye drops. During the follow up visit, doctor on examination confirmed to consumer that tear in the right cornea had healed, however, the left cornea still had hazing and scratches in central cornea. Consumer was advised to continue using drops prescribed previously for a further week and return if condition changes or worsens and at that stage, they will administer steroid drops. Consumer confirmed that she had a resolving contact lens related infection in left eye, resolved in right eye. Left eye still had blurred vision and was advised during checkup in hospital to return if not completely gone. Consumer was advised at the hospital to keep up with the appointments, if necessary consider second opinion if symptoms of blurring not clearing and return for vision assessment once vision is cleared. The current status of the consumer¿s eye is unknown at the time of this report, additional information has been requested but not yet received.